Event description:
It was reported that a patient using an ilet pump experienced a low-glucose alert with a sensor glucose of 74 mg/dl without a confirmatory fingerstick, subsequently self-treated the perceived low, and then recorded a glucose rise to 208 mg/dl; the event was associated with user pretreatment and overtreatment of lows, and education was provided on using 15 grams of fast-acting carbohydrates, waiting 15 minutes, and rechecking glucose, with the patient manually entering the current glucose into the pump for ongoing management. Symptoms included hyperglycemia. Outcomes included the need for medication-based intervention. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a user usage problem characterized as improper or incorrect procedure or method, and no applicable device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.